Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that ophthalmic knives were found to be dull. Procedure details and patient impact were not reported

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Twenty unopened 1.2mm angled db sideport knives were received for the report of dull knives. Sample plan of 13 random knives was selected. Those 13 samples were visually inspected and found to be conforming. Functional penetration testing was then performed and samples 7-9 and 12 were found to be conforming and samples 1-6, 10, 11 and 13 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples 1-6, 10, 11 and 13 were found to be functionally nonconforming, therefore the dull knives was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened samples 7-9 and 12 were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed. The returned unopened sample 7-9 and 12 were found visually and functionally conforming. An investigation was completed to investigate the trend identified for dull cutting instruments related to samples 1-6, 10, 11, and 13. A non-conformance record has been completed in relation to the related non-conformances identified within the non-conformance review. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull knives; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.